Event description:
It was reported the ventricular high voltage lead impedances were high and out of range. Trend data indicated that there was a patient alert for the high impedance. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6)-2011 and (B)(6)-2012. The weekly pace lead impedance trend data shows an abrupt increase for minimum and maxims superior vena cava (svc) defibrillation impedance equal to 74 to inf (un-filtered data) ohms peak between (B)(6)-2011 and (B)(6)-2012. The minimum and maximum defibrillation and minimum and maximum left ventricular pace show varying impedance increases between (b)(46)-2011 and (B)(6)-2012.